Event description:
Siemens was notified on (B)(4) 2018 of a complaint event involving a serious injury to a patient. A patient was positioned for a cardiac scan by the nuclear medicine technologist. The patient was left unattended during the scan which is contrary to the use instructions. While unattended and during the scan, the patient moved their left arm into the path of the moving detectors. As a result, the left upper arm was fractured. There was no malfunction of the symbia s medical device. There was no injury to any other person.